Manufacturer narrative:
The customer cancelled the service call and reported the problem was caused by operator error. The system operates as intended.

Event description:
It was reported that the system collimator closed down and the system locked up. No pt injury was reported.